Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned for analysis. The data logs confirm placement signal not reliable alarm. The data logs show a spike in placement signal and a minor increase in variability of contrast. There was a decrease in lamp and signal not reliable during this. This occurrence lasts for about 3 days until all 5s parameters recover. There is no other "placement signal not reliable" alarm for the rest of the case. The root cause of the optical signal issue was not determined as no product was returned for analysis and limited clinical information was provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient transitioning to a heart transplant. After just under a month of support the optical signal was lost. Despite the placement signal issue, the pump remained on, to support the patient. The patient was successfully bridged from impella 5.5 to the heart transplant.